Manufacturer narrative:
This rv lead remains in service for the time being, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a loss of capture (loc). The loc did not result in greater than 2 seconds of asystole. An x-ray was performed, which displayed this lead most likely perforated the ventricle. A revision procedure will be performed in the future. There were no additional adverse patient effects reported.